Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (concentration and dose unknown) via an implantable pump for unknown indications for use. It was reported that "for about a week now" the patient had been hearing a sound and realized last night it was her pump alarm. It was noted the personal therapy manager (ptm) was showing code 8286 (empty pump). The patient had not called the doctor and her last fill was approximately 6 weeks ago and the patient did not know when the next fill was supposed to be. The patient was redirected to the healthcare provider (hcp).